Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a data error alert indicating the pump had been reset. Customer declined troubleshooting with tandem technical support. There was no reported impact to customer's blood glucose level.